Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in hospital due to low blood glucose on unknown date with unknown blood glucose level. Customer's blood glucose value was 6.9 mmol/l. Another blood glucose value is 10 mmol/l. Customer stated that they are in hospital and blood glucose on meter reading was low. Customer stated that they was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they was not using auto mode. The insulin pump will not be returned for analysis.